Event description:
The customer reported in which one of the connectors was missing the tip protector. The sample is available. No patient injury or medical intervention was reported for this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The customer report of the connector was missing the tip protector was confirmed during testing. The missing protector was evidenced in the heating line inside the overpouch. A batch review was performed, with no defects noted. Baxter will continue to monitor similar reports to determine if further actions are required.